Event description:
According to the field assurance notification form, the surgeon reported that hero graft clotted and thrombectomy performed two weeks ago. Graft quickly thrombosed again and then became infected. It is unknown whether hero 1001 or hero 1002 contributed to the event. This report encompasses both product codes and is being submitted under hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the notification form received, dr. (B)(6) reported that hero graft previously implanted had subsequently clotted and a thrombectomy was performed. The graft quickly thrombosed again and then became infected. Additional information was obtained by cryolife through a phone call with dr. (B)(6). The patient previously had multiple interventions. Dr. (B)(6) implanted the hero in (B)(6) 2014. He and the patient were thrilled and the patient had great success until it clotted "out of the blue" about a month ago. The surgeon used tpa and a fogarty 3 to do what the surgeon described as "a perfect declot". Approximately 10 days later, reoccurrence of thrombosis while dr. (B)(6) was on vacation so the interventional radiologist performed the declot. The surgeon said he was not sure what happened but the graft portion became infected "a few days later". The infection was local not systemic and the hero graft was being cannulated at the time. The surgeon took out the hero but left 3cm of the graft adjacent to artery because it was so "inflamed and incorporated". He placed a tunneled catheter for now and plans to implant a new hero device in approximately 6 weeks. He saw the patient yesterday and said that the arm wound looks good and that the patient is doing well. His opinion as to why the thrombosis was occurring was "fibrous at the arterial anastomosis". He did not know about cultures or the lot number. A sample return is not available. The manufacturing records for lots h14vc024 and h14av012 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the hero instructions for use (IFU). A thrombectomy was the appropriate course of action in both cases of clotting. With the limited information available it is not possible to determine the specific relationship between these events and the hero graft; the surgeon noted "fibrous at the arterial anastomosis" but the details on this observation were not provided, including implant surgical notes or sample cultures. Patient history is unknown and risk factors for bleeding and thrombosis cannot be assessed at this time. Infection is a known complication of prosthetic arteriovenous (av) grafts. They are frequently associated with cannulation sites and this may have perpetuated the infection, as it occurred during cannulation. A graft infection can be clinically managed via surgical explant, which is what happened in this case. Given the unclear clinical state of this patient's history, it is difficult to make a singular correlation to the hero graft. A root cause for this event is unknown; however, based on the available information a possible root cause for the thrombosis is intimal hyperplasia at the arterial anastomosis. Thrombosis and infection are known potential complication listed in the hero graft instructions for use. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the field assurance notification form, the surgeon reported that hero graft clotted and thrombectomy performed two weeks ago. Graft quickly thrombosed again and then became infected. It is unknown whether hero 1001 or hero 1002 contributed to the event. This report encompasses both product codes and is being submitted under hero 1001.